Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. There were no tears found in the soft cannula, and fluid was observed exiting the distal tip of the cannula. No other damages, or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. The housing vent was observed to be damaged. The cause of the damage could not be determined. No internal components were found to be damaged as a result of the damaged housing vent. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 277 mg/dl while wearing the pod between 1 and 4 hours on the arm. As treatment, a new pod was applied, and a bolus was delivered. The patient's blood glucose history is as follows: (B)(6).